Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported fainting. The patient indicated they had called their physician and would be checked at the clinic. There was no additional adverse patient effects reported. This patient reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.